Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) has been confirmed. Upon investigation the monitor was unable to detect an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the monitor c/a board. The u612 component was not producing any output. The root cause for the defective u612 inverting charge pump could not be positively identified. No adverse event resulted from the defective monitor.